Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/25/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the sapphire was placed on (B) (6) 2009; sutures were removed as per protocol and right afterward the cuff was exposed. New sapphire was placed on (B) (6).